Event description:
It was reported occlusion alarms occurred. Reportedly, the customer used the same cartridge for over 2 days with humalog insulin, tandem technical support educated the customer humalog insulin is indicated for use for 2 days. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed the cartridge and resumed insulin therapy.